Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) emitted beeping tones 16 months post implant. In addition, the device had fluctuating lead impedance measurements. The device remains implanted pending physician evaluation.